Event description:
I got essure device (B)(6) 2015, shortly after, I became bloated, my hair started to fall out. On (B)(6), I started my cycle and stop in (B)(6) 2015, called doctor. Then on (B)(6) started second cycle. By (B)(6) I became worried and I was having pain, clotting, cramp and heavy bleeding. Went to doctor on (B)(6) 2015 and they put me on a hormone birth control pill (medroxyprogesterone) when I continue to bleed. I went back to the doctor on (B)(6) 2015 and was put on lutera birth control. I was told the only other option after that is a hysterectomy. I never menstruated past a week until I got essure. Since essure, I have hair loss, debilitating headaches, weight gain (bloating), longer heavy painful menses, and rashes. Put on birth control to stop bleeding.